Event description:
The customer reported that the insulin pump alarmed no delivery, the buttons were unresponsive, and had frozen display. The blood glucose reading was 222mg/dl. The customer mentioned having a hand surgery the past week. Advised the customer to remove the battery and to insert a new battery, but the frozen display continued and the time clock was not advancing. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to an unlocked connector at the lcd board. Unable to perform excessive no delivery alarm test due to unresponsive buttons.